Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test,self test and unexpected restart error test. All operating currents are within specification. O no power alarm functioned properly. No battery out limit alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that they were unable to exit preparing to prime loop. The customer's blood glucose was 450 mg/dl at the time of the incident. The customer's blood glucose was 259 mg/dl at the time of call. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.